Event description:
Healthcare professional reported " textured devices due to the patients concerns". Later, healthcare professional reported "rupture". This record is for right side. Device was explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe as it is not related to the device rupture: observed one opening with two different patterns on the same opening shell edge assessed as fold flaw opening. As per the investigation procedures creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, "textured devices, due to the patients concerns". Later, healthcare professional reported, "rupture". This record is for right side. Device was explanted.